Manufacturer narrative:
It was reported that the field service engineer (fse) evaluated the device and was not able to duplicate the reported issue despite performing a test run of the device. The fse confirmed in the event log the "check vent: ventilator restarted due to anomalies detected during operation" and the software exception error codes. The device software was reinstalled preventatively. The fse completed functional testing on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator restarted while in use on a patient. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that after the v60 restarted, it was replaced with another v60 with no health impact to the patient or delay in therapy. The device did alarm sound at the time of the event. The customer chose to not disclose the patient's information. This investigation is ongoing.